Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed that the device exhibited intermittent atrial under-sensing as a result of low p-waves as well as blanking during the post-ventricular atrial blanking period. Programming changes were made. The patient was in stable condition.